Manufacturer narrative:
Unit alarmed pump error 38 during rewind due to corroded motor home switch. Unit received with minor scratched lcd window, case and keypad overlay. No cracks were noted at casing per visual inspection. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen had scratches. Insulin pump would need to be replaced. Customer's blood glucose was unknown.